Event description:
The following has been reported: error 51 and 49 reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed. Several error ID 51 an one error id49. "The device was not received because it was repair locally. To solve the issue the speaker and the power supply have been replaced. The defective part was received in brézins for investigation. According to our investigation, nothing was noticed during external visual check . After mounting the power board on a test agilia sp, several tests were carried out and it was possible to reproduce the two errors reported under different conditions. For this complaint, error 51 was found probably related to a failure with the loudspeaker and error 49, failure seems to be a problem with the capacitor charging time, which was too slow and therefore a faulty power supply board. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.